Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material at the distal end and at the air/water channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of leak at distal end was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bending section cover adhesive was separated and leaked. Scope cover and control unit leaked. Insertion part, distal end, and air water channel did not meet specification the event can be detected/prevented by following the instructions for use which state: ¿nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.